Event description:
It was reported during a low anterior resection the cdh29 staples did not form properly, leaving a posterior tear in the staple line. The surgeon resutured the staple line, taking approximately 2 hours to close.

Manufacturer narrative:
Facility experienced an event with proximate I l s intraluminal stapler on 6/16/97 while performing a low anterior resection. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974235. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present and cut in; damaged anvil/anvil shroud, damaged guide face, damaged knife, damaged staple pockets, damaged trocar, missing parts, staples present/location, and tissue present/describe, no; damaged other, na; and serial number, 285. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, indicator response, safety release, and trocar/anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the inner casing was cracked. No conclusion could be reached as to how the damage to the instrument occurred. The instrument was reloaded and fired. Despite the damage to the instrument, it fired and formed all the staples as designed. The mfg engineer has been notified of the reported incident. Co strives to understand each incident as it is reported in order to cotninuously improve the products.